Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between august 05, 2025 and november 19, 2025 recorded the right ventricular pacing impedance around 750 ohms and two decreases to around 250 ohms during the recording period. The analysis of the provided iegm episodes from november 17, 2025 revealed artifacts on the farfield, atrial and rv channel, which led to the reported oversensing as well as ICD charging cycles and shock deliveries. The episode list contains 9 shocks on the november 17. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that ra and rv oversensing occurred leading to inappropriate shock delivery. The patient reportedly works as a street cleaner with a heavy backpack. Should additional information be received, this file will be updated.